Event description:
It was reported that pump battery would not charge and customer received low power alerts, but pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet and had already tried leaving pump connected for an extended time, after which pump began charging successfully, so no further assistance was required.